Event description:
The treating doctor reported that the patient experienced a root fracture on tooth #12 and required extraction. The patient reported symptoms of pain prior to the extraction. The patient required medical intervention a bone graft, and leaving the space for an implant and crown. The patient was prescribed antibiotics, phenergan, and a medrol dose pack to manage symptoms associated with the reported adverse event. The patient indicated taking medications regularly, but specific medications were not provided. The patient did not discontinue use of the invisalign system aligners. The patient is reportedly improving per the treating doctor.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor shared that the primary factor contributing to the extraction was likely a microfracture resulting from a past car accident, which may have deteriorated gradually. However, the doctor did not rule out the possibility that orthodontic treatment may have aggravated the pre existing condition. Align's clinical review of available records indicates that although the patient had completed multiple prior treatment orders and was on stage 1 of a secondary order, tooth movement forces may potentially aggravate an underlying structural weakness. There is no conclusive evidence provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported tooth loss. Based on the available information and the clinical assessment below, the treating doctor reported that the patient required tooth extraction, and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803.